Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device operated as intended during evaluation.

Event description:
It was reported that a patient underwent a laparoscopic gynecological procedure on (B)(6) 2013. At the start of the proceudre the blade did not rotate when the surgeon attempted to activate the device. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01203. The same patient is represented in each medwatch.